Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was unable to suspend the insulin pump. The act button was not working. The customer's blood glucose level dropped to 50 mg/dl. The customer also experienced a high blood glucose level of 259 mg/dl. The customer treated with 10 units. She was nauseous. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.